Event description:
Caller reported a cgm error 42, which was linked to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support through a pump reset, which successfully resolved the issue, and the caller was able to start a new sensor session without further errors.